Event description:
A malfunction was reported with the code malf 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer used an insulin pen as a backup, and the technical support team arranged to replace the pump under warranty.